Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support arranged to send a replacement charging cable and wall adapter which ultimately resolved the issue, pump began charging.